Event description:
It was reported that the pt experienced "withdrawal" symptoms approx 5 weeks ago. A study as well as a thoracic lumbar MRI were performed and appeared to be normal. Interrogation of the device showed no rotor stall in the logs. On approx. 2007, the pt returned for a pump refill. The expected reservoir volume was 7.2 cc but only a nominal amount of medication was aspirated and overinfusion was suspected. No pt symptoms were reported. A follow-up report will be sent if more info becomes available to us.